Event description:
The rptr experienced an er1 message with a blood test. Upon retesting, she remembers a result of "about 500." She compared the confirmation dot on the back of the test strip against the color chart on the test strip bottle and stated that it was darker than the darkest oval. She was experiencing headache, fatigue, and sleepiness. She increased her normal dosage of insulin and retested a couple of hrs later. She did not seek medical treatment.